Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#/serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt clarified she is having a hard time charging the implant (ins) for the past 2 weeks. Pt verified she is seeing excellent charge quality and the green light is flashing but the ins battery stayed in the red after 1 hour and 50 min .the controller charge was at 90%. Pss asked about damage to the recharger (rtm) cord and pt mentioned she did notice that the cord is getting hot where it goes into the paddle since about 3 weeks ago pt stated she has to put a fiece of fabric at that part during recharge because it is hot to the touch. An email was sent to the repair department to replace the rtm cord. Additional information was received from the patient. Pt called back and mentioned they got the replacement recharger antenna (rtm) and then went to charge their implanted neurostimulator(ins) and got "no device found." On the call, the pt entered passive recharge mode. Pt got 97, 97, 97 and 91, 100, 100. Patient services specialist(pss) reviewed passive recharge mode with the pt and suggested the pt remain in passive recharge mode and call back if issue persists.